Manufacturer narrative:
The complaint can be verified. E6 mechanical errors were found in the history. The pump correctly triggered the e6 error messages due to temporary step loss by too high friction. The soft component of the adapter is worn-out and contaminated. The contamination does not affect the problem described by the customer. The battery cover passed the optical inspection.

Event description:
On (B)(6) 2013, patient reported a cartridge leaked insulin into the infusion device. He discovered the leak while changing the cartridge. He does hear an audible click when the infusion tube is attached to the headset. There was no apparent damage to the cartridge. He cleaned the insulin with a dry cloth. The cartridge was discarded and will not be returned for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.